Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the reload units could not be fired and the staples were not formed completely. Because the patient had (B)(6), the samples were discarded. Another third device was used to complete the procedure. There were no adverse consequences for the patient.